Event description:
A (B)(6) female pt contacted zoll lifecor customer support service to report the spring on the charger/modem connector is broken. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. Upon receipt, the power connector on the charger was broken. The root cause of the broken connector cannot be positively determined, but it was likely a result of excessive force. No adverse event resulted from the intermittent battery charger. The pt rec'd a replacement battery charger.